Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheath was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that air was drawn in when the doctor aspirated the sheath prior to catheter insertion. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.